Event description:
It was reported by service report that the left siderail assembly at the foot end of the top rail was completely in half and there were sharp edges. The customer could not determine whether there was pt involvement or adverse consequences occurred.